Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device did not have any voice prompts when the on/off button was pressed and the device lid was opened. Without any voice prompts, the user would not be able to use the device on a patient, if needed.

Manufacturer narrative:
Device manufacture date, of the initial medwatch indicates:  10/5/2015. Device manufacture date, of the initial medwatch should indicate:  09/01/2015. New information for supplemental medwatch:  physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was that lid reed switch was remaining shorted when the lid of the device was opened. This caused the device to appear as if it was not completing a boot up cycle.  Physio then replaced the lid reed switch per technical service update (tsu) 356 and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. UDI = (B)(4).